Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that there was an inaccuracy of 3mm during procedure. The patient was under anesthesia and an incision had been made. The procedure was completed with continued use of the navigation system. The issue occurred while navigating and occurred with all instruments. C-arm imaging was performed again and a screw was inserted using navigation. Using navigation with the core vision link, they checked with fluoroscopy after screw insertion. All screws were inserted into the caudal side of the navigation. Upon checking the c-arm's tracker, it could not be fixated; it was wobbling, so the screw was tightened again and the image was taken again. The screw was inserted again using a navigation system.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735762, version #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.